Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude that there was no problem found with the devices from the original procedure and/or the most likely cause for the revision surgery can be attributed to a patient-specific event. The complaint allegation is not confirmed.

Event description:
On 17th december 2023, it was reported by a sales representative via email that an ar-1588rtt acl fibertag tightrope potentially unthreaded from locking sock when untangled. This was detected on 28th november 2023 during a revision acl with quads graft procedure. 8th jan 2024 - the procedure was completed successfully as the tightrope was unstitched from the quad graft and re-stitched with a new implant. 12th jan 2024 - the following part numbers were used in the original acl procedure: ar-1588rt, ar-1588tn and ar-1588tb-4.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.